Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer reported that the insulin pump had motor was detected by reading unexpected value from hall sensor error alarm. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Customer complained about the unit having a device error 43 and blank display on event date of (B)(6) 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and self test. Device failed sleep current measurement test. Successfully downloaded history files and traces using thus. No device error 43 alarms during testing. Device error 43 was present in the history download on event date of (B)(6) 2022 at 15:11:57.000. Esf# (B)(4) , file number=121, line number=752. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1. Motor was isolated from the device and tested ok. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage. Device error 43 was confirmed, problem isolated to electronic assembly. Blank display not confirmed. Exposure to moisture confirmed on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.